Event description:
It was reported after the filter was deployed, it was discovered the legs were twisted. The filter was retrieved and another filter was placed. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was returned and evaluated. As received, one rc15 recovery cone system with a filter just pulled into the tip of the introducer sheath. Upon inspection of the returned sample, the recovery cone was in the introducer sheath. The tip of the introducer sheath appeared to be slightly deformed, almost to the shape of a "d". The tuohy nut was loose and not engaged on the threads. Moderate force was used to remove the recovery cone from the introducer sheath. Once removed the "filter" was in the recovery cone. Four of the filter legs were encapsuled in the mass of dried media. The filter was soaked and cleaned. Once the filter was cleaned, two of the four encapsuled legs remained twisted together. Heat was applied to the filter to take shape. The two twisted legs had to be manually untwisted. The filter had 6 arms and 6 legs/hooks intact. The filter was measured and all measurements taken were within specifications. The result of the investigation was confirmed for the legs of the filter being twisted, root cause unknown. It is unknown if procedural issues contributed to this event. The current information for use (IFU) for this device states the following: precautions: do no deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.